Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose level ranged from 300-400 (mg/dl), which was addressed with a correction bolus. As the occlusions had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions. Additionally, the customer changed the cartridge, infusion tubing and site and was able to resume insulin delivery.